Event description:
This device was removed for noise and increasing threshold values in the ventricular channel. The device was exchanged and the problem resolved. Per the physician, the problem could have been associated with the ventricular set screw.